Event description:
It has been reported that during a kit inspection, holding pins of the oscillating saw attachment were broken. No patient was involved.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that seven pins were broken. The product was not repairable and it has not been returned to the customer.

Manufacturer narrative:
At the date of this report, the product was not returned to the manufacturer, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.